Event description:
It was reported that pump experienced malfunction that showed malfunction code related to speaker error. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received instructions to reset pump, successfully reset device without recurrence of malfunction code, and was advised to continue using pump and to call back if issue occurred again, which customer acknowledged and understood.